Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, heavily tortuous right coronary artery that was 80% stenosed. The lesion was pre-dilatated with a non-abbott balloon at 20atm. A 2.25x15mm xience xpedition stent delivery catheter was advanced but failed to cross due to resistance with the anatomy then the proximal shaft separated at the hub. The device was replaced with a new xience xpedition to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.